Manufacturer narrative:
Batch review performed on 15 july 2024. Lot 2457224: (B)(4) items manufactured and released on 26-feb-2024. Expiration date: 2029-jan-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
After inserting the 6.0mm diameter mc screw, it was discovered that the bone on the right side of l5 was cracking during the rod insertion. Consequently, we had to urgently convert to a ps trajectory. However, to mitigate the risk of further cracking, the screw diameter was reduced from 6.0mm to 5.5mm. Additionally, due to the change from cbt to ps trajectory, the length of the rod needed adjustment. A new appropriately sized rod was provided, and the operation was completed. No critical delay.

Manufacturer narrative:
Information added in the event description: bone quality was hard/sclerotic. Correction: availability of the devices: yes (it was reported no in the FDA initial).

Event description:
After inserting the 6.0mm diameter mc screw, it was discovered that the bone on the right side of l5 was cracking during the rod insertion. Consequently, we had to urgently convert to a ps trajectory. However, to mitigate the risk of further cracking, the screw diameter was reduced from 6.0mm to 5.5mm. Additionally, due to the change from cbt to ps trajectory, the length of the rod needed adjustment. A new appropriately sized rod was provided, and the operation was completed. No critical delay. The patient's bone quality was hard/sclerotic.

Manufacturer narrative:
Piece returned to manufactuer on oct 01, 2024. Visual inspection performed by r&d project manager: no issue detected on both implants. Outer diameter of the screw is according to specification. The event is not related to a defective implant or any other issue associated with the device itself.